Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. A picture was received by and analyzed by technical services (ts). The picture showed 3d model surface landmarks shifted lateral. Ts recommended the orientation of the patient be as close as possible to how the patient is physically during the case to avoid surface landmarks on the 3d model being shifted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site registered 3 times and were off each time 1 centimeter laterally. There was a portion of the 3d model that was shifted laterally. It was also noted that the patient was thick which made it challenging. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgeon was eventually able to get a passing registration which he used for the procedure.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that no software faults or anomalies were found to be the cause of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.